Event description:
Nurse reported the luer lok adaptor came off during use. It was reported that the syringe punctured the pt's anterior chamber. A vitrectomy was performed. Additional information has been requested.